Event description:
Boston scientific received information that this patient¿s implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements (greater than 125 ohms). The rv lead¿s intrinsic amplitude, pace impedance, and shock impedance measurements all gradually rose over the month, with only the shock impedance displaying out of range measurements. Boston scientific technical services (ts) discussed how a change in the patient¿s condition may play a role in the increase in measurements. The lead and device remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.